Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had dizzy spells and was falling a lot at the nursing home. The clinician mentioned that the battery of the implantable pulse generator (ipg) device was going down fast. In december, there was an estimated 14 months remaining and now the transmission gave an average of 5 months. The device remains in use. No patient complications have been reported as a result of this event.